Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported material deformation (knot in the lock line) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a knot in the lock line requiring intervention. It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. A mitraclip xtw (20509r129) and mitraclip ntw (20214r217) were implanted to treat the patient. However, during removal of the lock line, knots were observed at the end of the lock-line for both clips. In both cases, the lock line was cut below the knots and removed without any problems. The procedure was completed with the mr reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.